Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed that the cartridge could not be used multiple times. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the customer received a cartridge alarm 19. Reportedly, the customer reloaded a new cartridge onto the pump successfully and resumed insulin therapy.